Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
A letter was received through zimmer consumer relations from an individual who was concerned with the outcome of her mother's surgery. It was reported that her mother had a knee replacement and a zimmer tourniquet was used during the procedure. It was alleged that the seam of the zimmer tourniquet cuff ripped during surgery and her mother "bleed out." It was reported that she lost 1200cc of blood during the surgery and had drained over 600 ml into her drainage device since surgery. It was further reported that she had received two units of donated blood and 300 cc of her own blood from the drainage device re-transfed. Her blood pressure dropped to the 70s systolic and she had to have an unreported dosage of hespan during surgery, as well as IV fluids. Add'l clinical f/u with the daughter of the pt revealed that the daughter had spoken with several people at the hosp who were involved with her mother's surgery. She stated that she received 3 - 4 different stories such as "the straps were cut, the velcro didn't hold, the ties didn't hold, so she is not sure what happened exactly and is waiting to hear more from the hosp." Daughter of the pt was unwilling to provide a contact name or the name of the hosp of the alleged event. No further info is expected to be received from the daughter of the pt involved in the alleged event.